Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with insulin infusion and IV fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts; factory resets were present in the logs. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data do not demonstrate persistent hyperglycemia consistent with sustained dka, and only a brief period of hyperglycemia was observed prior to return to range. A new cgm sensor had been placed the day prior to the event; while inaccurate cgm readings cannot be ruled out, a definitive device malfunction was not identified. Based on available information, the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 431 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted on (B)(6) 2026, treated with exogenous insulin and IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.